Event description:
Initial result for a patient hcg was 0.342 miu/ml. When repeated, the results were >10,000 miu/ml undiluted and 14,049 miu/ml diluted. The incorrect result did not cause an adverse event. The field service rep found the sample probe was misaligned and repaired the instrument by realigning the probe.